Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on lower right front corner of top case. During power up process and check and test force sensor testing and syringe testing (to verify the loudness of motor), force sensor test error the reported error could not be duplicated. However, the pump was found running loud during syringe testing. The root cause of the reported issue was found to be the customer manipulated the pump during self testing which caused the force sensor test error. Also, there was a lack of silicon grease inside worm coupling cavity. Performed preventative maintenance, cleaned and greased the whole motor assembly and performed all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a force sensor test error and motor loud. No patient injury was reported.